Event description:
The customer reported that the total infused display decreased from 1.5 ml to 1.3 ml between the 4th and 5th hours of an infusion. No further info was made available concerning the incident or pt and no pt injury was reported.